Event description:
It was reported that the patient experienced "violent" headaches, nausea, dizziness, tiredness, feeling worn out, not eating and restlessness. The patient was hospitalized several times in the last few months. The pump flow rate was reduced twice with prescriptions which were started prior to the flow rate reduction. The actual residual volume was greater than the expected residual volume; specific values were not reported. A dye study, radiolabeled indium study and xray were performed; no issues were noted. The patient planned to follow-up with the hcp.

Manufacturer narrative:
(B) (4).